Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor glucose reading triggered the insulin pump to suspend insulin delivery. Customer's blood glucose level was 147 mg/dl but his sensor glucose reading was 68 mg/dl. The customer received a change sensor alarm after two calibration not accepted alarmed. The sensor had a bent cannula. The sensor will be returned.